Manufacturer narrative:
Claim# (b4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, elevated iop without pupilary block and angle closure and is taking medication. The cause of the event was unknown. Lens remains implanted. Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.